Manufacturer narrative:
The customer biomed reported in follow up inquiry, the issue occurred during set-up for use to have the device ready in the respiratory room. There was no patient involvement as previously reported, and it was confirmed there was no delay in therapy and no harm to a patient. The issue was confirmed as error code 110 (proximal pressure sensor autozero failed) was found in the significant log. As per instructions from remote technical support and the service manual, biomed checked and verified the pin alignment between the solenoids and the da pcba. The next step advised was replacement of the proximal auto-zero solenoids (sol3 and sol4). The device successfully passed performance specification testing after the sol 3 and 4 were replaced. The device was operational and returned to service after repairs were completed. The parts were scrapped. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint about the v60 ventilator indicating a proximal pressure sensor auto zero failure. The device was reported to be in use at the time of the reported problem. There was no report of patient or user harm. The customer requested the da pcb part number. The remote service engineer (rse) also suggested solenoids 3 and 4 and checking for bent pins and cable connections. The rse provided the part numbers for the da pcb and the solenoid valve. The investigation is ongoing.